Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon holter-monitoring, the pulse generator exhibited loss of output and sensing failure. The patient experienced dizziness. Upon interrogation, the device parameters and the patient were stable. No intervention was reported. No further information could be obtained.